Event description:
As reported by the user facility: over infusion: event reported by biomed. Biomed states "that the pump was programmed to give normal bolus of nacl in 500ml bag. Nurse returned in 1 hr to find the bag empty. It is unk at this time what the bolus rate was set to or the primary rate. There was no harm to the pt." No pt injury.

Manufacturer narrative:
(B)(4). B. Braun med inc is submitting a single report on behalf of b. Braun (B)(4) (the MFR) and b. Braun med inc. (The importer). This report has been identified as b. Braun (B)(4). The actual device involved has been received and the investigation is ongoing at this time. A follow up report will be submitted when the investigation results become available.